Event description:
A report was received that the patient had charging issues and the ipg was in hibernation. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had charging issues and the ipg was in hibernation. The patient underwent an ipg replacement procedure.